Manufacturer narrative:
Internal reference: (B)(4). The manufacture's returned device was visually and microscopically inspected, damage was observed. Kinks and bends were present along the device. The dome, pressure sensor, and distal coil were missing. A portion of the proximal coil was stretched but still coiled around the core wire and trifilar. The tips of the trifilar and core wire were broken and rough. (B)(6). The distal coil, pressure sensor, and coil wire were broken and not returned for investigation. The probable cause of the reported damage could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings and to provide omitted information.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Patient information: attempts to obtain patient information of ID, age and weight have been unsuccessful to date. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Description of problem or event: additional information obtained indicated wire was recognized, zeroed, normalized and readings were obtained. Serial #, lot #: as neither a lot# or serial # were provided, lot#, serial#, UDI# and expiration date is unidentified. Implant date, explant date: the implant or explant dates are not applicable to this device. Device available for evaluation: device not returned to manufacturer. Occupation: other, occupation is unknown. Device evaluated by MFR: analysis not performed as device not returned for evaluation. Manufacture date: as neither lot # or serial# has been provided, device manufacture date is unknown. The manufacturing documentation for this device was unable to be reviewed.

Event description:
It was reported during a diagnostic coronary procedure the tip of the manufacturer's device broke off inside the patient. Procedure was canceled and patient was taken to the or. This adverse event is being submitted because the manufacturer's device separated in the patient and additional medical intervention was required.